Event description:
At the time of initial implant surgery, the pt's heart rate decreased by 10 bpm during intraoperative device diagnostic testing on four occasions. The implant was otherwise performed without complication. No rhythm changes were observed. The pt's vns therapy system is implanted on the right side due to previous left carotid endarterectomy and left subclavian bypass. At office visit approximately two weeks later, device stimulation was initiated under ECG observation. It was reported that the pt began coughing during stimulation, but that parameters were reduced and the coughing went away. Stimulation was initiated at .025ma normal mode output current and 30hz, 500psec, 30 sec on, 5 min off. When the pt experienced the coughing, the frequency was reduced from 30hz to 20hz and the pulse width was reduced from 500 psec to 250psec. Tehre were no further problems with coughing and the pt reportedly tolerated the reduced settings well, although pt did cough when initiating magnet mode stimulation (0.50ma magnet mode output current with 250 psec and 60 sec on). Magnet mode output current was then also reduced to 0.25ma. No ECG changes were observed during this visit and the pt's heart rate remained around 75-80 bpm. No decrease in heart rate was noted during device stimulation. The pt's blood pressure was approximately 100/80 during stimulation. Investigation to date has been unable to determine the cause of the reported bradycardia during intraoperative device diagnostic testing.